Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were many scratches on the display window. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.